Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that is unknown if the right master tool manipulator (mtmr) drift occurred outside of following mode. It is unknown if the surgeon removed hands from mtm while head still in the viewer. It unknown if the mtmr drifted/moved while in following mode. It is also unknown if there were any instruments inside the patient. The issue was temporary, but it is unknown what action was taken or intended when it occurred. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the right master tool manipulator (mtm) was lowered when the surgeon released the right mtm grip while the surgeon's head was still in the surgeon side console (ssc) high resolution stereo viewer (hrsv). The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to them that this situation could occur during head-in, but they said it happened even in situations where there was no head-in. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. While the fse was not able to reproduce the reported complaint, a gravity calibration was performed on both master tool manipulators (mtms) of both surgeon side consoles (sscs) as a preventive action. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.